Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in medical records received that patient experienced nerve palsy, swelling with limited mobility and pain approximately 8 weeks post-implantation that was reoccurring up to approximately one year post-implantation. During the initial procedure, it was noted that bleeding was noticed immediately after removing a section of the humeral head, and an axillary artery repair occurred.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed.  Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-02709 and 03583 and 03586). Remains implanted.

Event description:
It was reported in medical records received that patient experienced nerve palsy, swelling with limited mobility and pain approximately 8 weeks post-implantation. During the initial procedure, it was noted that bleeding was noticed immediately after removing a section of the humeral head, and an axillary artery repair occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.concomitant medical product ¿ biomet glenoid catalog #: 113849 lot #:774320, biomet comprehensive primary stem catalog #113630 lot#442490, biomet versa dial taper catalog #118001 lot 667170.